Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found.

Event description:
It was reported that there was oversensing, a noisy eletrogram (egm) and unable to clear signals during attempted implant procedure. The lead was remove and another was implanted. No patient complications have been reported as a result of this event.